Event description:
The iab was inserted into the pt on 3/23/98 at 1:11 p.m. And removed with difficulty on 3/24/98 at 10:00 a.m. The iab was not returned to datascope for eval. (Event complications: none from the event - reported 9/3/98. (Pt's current status: discharged reported 9/3/98.).